Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2017 - device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the pump was returned and moisture was observed under the display lens. A crack was discovered between the pump¿s case seal and the keypad. A leak test was performed and failed due to a pump case leak. The pump was opened, and moisture was observed on the cgm board. Unrelated to the original complaint, the pump was found to power on to line in the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.